Manufacturer narrative:
Additional information was received indicating that the transcatheter pulmonary bioprosthetic valve was removed with a surgical explantation of a conduit with the valve inside it. A bioprosthetic valve was implanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and fifteen days following the implant of this transcatheter pulmonary bioprosthetic valve, a bioprosthetic valve was implanted in the pulmonary position. No additional adverse patient effects were reported.